Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) was isolated to an internally shorted u612 inverting charge pump on the ca board, causing it to have no output. Upon investigation the monitor was unable to complete a baseline. The root cause for the defective u612 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).